Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, the surgeon could not catch the ball that was nevertheless well placed in the head. The first side of patient has been done without problem , problem happened by making the second side. No clinical consequences. The intervention was completed with another device- the intervention lasted 50 minutes instead of 20 minutes. The surgeon thinks there is a resistance in the tissue, at the exit of the needle when he puts the digitex in the ligament (away from the bone as recommended).